Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Additionally, the usb cable and adapter was damaged. Customer¿s blood glucose value was 155 mg/dl. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond.